Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes ventricular stimulation in either the vvi or aai mode. In ddd mode, there were pacing spikes in the t-waves.